Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness symptoms, implant site hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor smooth round high profile 420cc and an unspecified mentor saline implants and experienced an implant site hematoma on side a and symptoms including hair loss, weight gain, can't feel hands or feet, cannot work, exhaustion, muscle cramps, headaches and migraines, cyst on the liver, kidney pains, bloating, cyst and swelling of various lymph nodes, brain fog, edema, gastrointestinal issues, word connection, black outs, dizziness, cognitive issues, nerve pain, neck pain, back pain, breast pain, lumps in my arms and legs, urinating on myself, feeing of aging, feeling of not being well, and the inability to get out of bed post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the side a device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial reports omitted some event information. Some data corrections were also performed, outlined below. This event was independently reported to FDA by the patient under mw5092906. In addition to the previously reported symptoms, the patient alleges that both devices were found to have mold on/in them. Mentor cannot independently verify the composition of the material reported by the patient as the devices have not been returned for analysis. Mentor has no information at this time suggesting that this has been corroborated by a healthcare professional. For clarification, the patient did not specifically report which side the hematoma occurred on, or how quickly it occurred postoperatively. It has been reported under this report until additional information is received. She also reports dyspnea and postoperative swelling, noting that it does not appear as though her implants had been removed. Per the patient, tests performed by her healthcare provided have returned normal results. The nature of these tests is unspecified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The following fields were changed/updated based on this corrected data: b1 product problem (now checked) h6 device code (updated to 2303) manufacturer¿s reference number: (B)(4).